Event description:
Lidocaine drip initially infusing at 30 ml per hour. Patient had seizure and rate on pump reading 500 ml per hour. Pump taken out of service and sent to biomed, only report at this time is that pump malfunctioning. Patient is stable at this time.